Event description:
It was reported to philips that the customer was unable to perform x-rays due to a tube rotor problem. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred and completed by cold restart. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform x-rays. Review of the system log file showed a rotor control (roco) acceleration timeout error and confirmed malfunctioning in rotor control board. Upon troubleshooting, fse identified the error message indicating that a low load fluo flavor was selected, along with a problem related to the tube rotor. To resolve this issue, fse identified roco of frontal generator. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system unable to perform x-ray; during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A x-ray issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.